Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and pyxis was not recognizing that the cubie had been placed back in the slot. The customer restarted the pyxis, disconnected and reconnected the pyxis bus cable at the back of the unit. One of the three lights on the drawer indicator board the one on the right side was not illuminated. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed. The field service engineer (fse) went to the station and found that the full height rows d and e had failed. The fse pulled the drawer and inspected and reseated all of the cables. After the reboot, the pocket returned. The fse tested the drawer using the software, and the customer tested it and completed an inventory. All results were satisfactory. Preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.